Event description:
It was reported that the customer had high blood sugars and dka. Caller stated that the customer was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Caller stated that the customer has been off the insulin pump for two days. Caller also stated that the customer was vomiting and could not stop, possible stomach bug. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.